Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and subsequently expired 75 days later due to exposure to the products administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.